Event description:
The customer reported that the system was difficult to steer and the c-arm would lock up. No patient injury was reported.

Manufacturer narrative:
The ge representative conducted an onsite investigation. The steering column was adjusted and the battery pack and the power cord were replaced. The system was tested and operates as intended.